Event description:
New information received notes remote transmission showed the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The patient had a non-abbott, boston scientific right ventricular (rv) lead that had known lead noise. The lead noise was thought to have affected morphology scores. Suggestions were made to turn on arrythmia onset and to continue monitoring. The clinician planned to replace the non-abbott lead in the future.

Event description:
It was reported that inappropriate antitachycardia therapy (atp) was delivered for supraventricular tachycardia (svt) misdiagnosed as ventricular tachycardia (vt) due to atrial undersensing was observed on the implantable cardioverter defibrillator. Recommendations were made to adjust the discrimination channel. There were no reported patient symptoms or consequences.